Event description:
Boston scientific received info that one week after this electrode was implanted, the electrode had moved. A revision was performed and the electrode tip was repositioned. No adverse pt effects were reported as a result of the surgical procedure.

Manufacturer narrative:
The electrode remains implanted and in service. As no further info concerning this report is expected, our investigation is completed. This investigation will be updated should further info be provided.